Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). Product was returned for evaluation: DHR - lot # j7310t was found to meet all criteria for release. Failure analysis: the center was not able to replicate the issue reported. Per the technician notes the screw adjacent to the collection bag was able to be turned and the drainage bag was successfully removed. Therefore, the complaint was not confirmed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that on (B)(6) 2020 the screw of the edv bag broke in 2 parts in the user¿s hand. ¿they used compress to unscrew the unit.¿ forceps were not used to remove the bag which was stuck on the system even if the screw thread was removed. ¿compress was added to protect the clamp between the bag and the system to limit the infectious risk. It was reported that the patient went to the operating room to change the system.